Event description:
It has been reported to philips that the system will not boot. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up and tabletop was free floating during start up. Upon functional testing the fse found that the suite pc was not powering on even though it has power. Suite pc was the table motion and movement controller. To resolve this issue, the fse replaced the suite pc mdp in m-rack, ssd os haswell and reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.